Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp forceps instrument was not moving correctly, and the tip was not working right. Additionally, one of the metal pieces with the cables did not look correct. The product was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument passed the recognition, engagement, and grip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was found.